Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is exhibiting t-wave oversensing (twos) post pace. Recorded episodes show that there are variable r-wave amplitudes and that there is intermittent t-wave oversensing (twos) following r-waves with small amplitudes. The rv lead remains in use. No patient complications have been reported as a result of this event.